Event description:
Device/procedure outcome: procedure completed, device - no information available patient outcome: f26: no health consequences or impact. Event description: ecn event description: null patient present at time of event? Yes, patient complications: no patient complications procedure number: pn-2298436. Event date: 2025-1-7. As reported device codes: 2099: no known device problem. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Email received from (B)(6) (ep mapping specialist ii) on 05feb2025 providing the following information: 1. What was the issue with the starter guidewire? Response: the starter wire is snagged within the catheter and cannot be removed. The outer layer of the wire started to unravel when we got the catheter out of the patient and tried to pull the wire out aggressively.

Manufacturer narrative:
Initial MDR was filed on 11 apr 2025 under MFR# 9681477-2024-00032 in error. When a follow up report was attempted with the correct MFR# it failed the submission process so a follow up report was filed on 26 jun 2025 using the initial MFR# 9681477-2024-00032 to close out the initial report. This report is now being filed to confirm that the correct MFR# is 9681477-2025-00032